Event description:
Device issue: guide wire separation. Time of device issue: during the procedure. Adverse event: snaring of separated guide wire. Onset of adverse event: during the procedure. It was reported that during treatment of a calcified superficial femoral artery, the guide wire was heavily torqued repeatedly, in an attempt to cross a heavily calcified lesion. The guide wire separated and the separated portion was retrieved using a snare. The physician stated that the guide wire may have gotten caught in the calcium when it was repeated torqued during the crossing attempt. No pt effects were reported. There is no additional event or pt information available.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.